Event description:
It was reported that the patient faced an event on (B)(6) 2026 where on troubleshooting the occlusion was determined to be site-related, likely at or near the infusion site. Issue resolved by replacing the infusion set and changing the site location, without replacing the cartridge or tubing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.